Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a "stinging tingling feeling" and nerve stimulation. It was also reported that the right ventricular (rv) lead had dislodged and exhibited high thresholds. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.